Event description:
Consumer reports inaccurate readings when comparing to their other meter. Analysis run on clark error grid using competitive readng (54) as a ref. Point vs. Bd readings (79) yielded data points in the d zone of the grid - outside acceptable limits.